Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that during a surgical procedure at the user facility that the device was overheating. The procedure was completed successfully using an alternative device. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a surgical procedure at the user facility, the device was overheating. The procedure was completed successfully using an alternative device. No delay, no medical intervention and no adverse consequences were reported with this event.